Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient's cgm readings ranged from 112 to 130 mg/dl throughout the day. The patient was using a betabionins ilet insulin pump. Despite experiencing extreme thirst and suspecting diabetic ketoacidosis (dka), the patient consumed sugar-free fluids all day. No comparison values from a blood glucose (bg) meter were taken. As the day progressed, the patient's condition did not improve, prompting a visit to the emergency room (ER) around 11 pm. At the ER, the bg meter reading was 619 mg/dl, while the cgm continued to show 112 mg/dl. A urinalysis was performed, and the patient was diagnosed with dka. Treatment included intravenous (IV) fluids (lactated ringers) and 5 units of IV insulin. By approximately 4 am on (B)(6) 2025, the patient's bg meter reading had decreased to 177 mg/dl, and she reported feeling better. She was discharged shortly thereafter, having spent less than 24 hours in the ER. At the time of discharge, the patient was feeling better and in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm readings ranged from 112 to 130 mg/dl throughout the day. The reported glucose values fall within the d zone of the parkes error grid checked in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.